Manufacturer narrative:
The customer informed cardioquip that they were able to disinfect the device internally and are declining service, despite cardioquip's recommendation.

Event description:
The customer has requested internal water pathway replacement quotes for all the units located in prima health. The customer has 3 mch-1000(m) and 3 mch-1000(I) devices, all of which have been tested and grown some version of ralstonia. 11161919 was originally tested due to a blue-colored tint to the device, location not stated, while being used at an outside hospital. The results showed the device contained ralstonia mannitolilytica. Infection prevention at prisma health was notified of the contamination and had the rest of the mch-1000s tested, all of which came back with a form of ralstonia and a "few other organisms."

Manufacturer narrative:
Cardioquip was notified via email on (B)(6) 2023 that the customer's device had tested positive for bacterial contamination via in-house testing performed by the hospital. Cardioquip epidemiology followed up with the customer via a conference call on 2/3/23 to discuss the reported contamination. The customer was advised to perform additional cleaning and disinfection procedures on the device and then retest for contamination. The second round of bacterial testing showed that the device still contained bacterial contamination at which point cardioquip epidemiology recommended that the device undergo an internal water path replacement. Cardioquip is waiting to receive the device to continue further investigation and service as of the date of this report.

Event description:
The customer has requested internal water pathway replacement quotes for all the units located in prima health. The customer has 3 mch-1000(m) and 3 mch-1000(I) devices, all of which have been tested and grown some version of ralstonia. 11161919 was originally tested due to a blue-colored tint to the device, location not stated, while being used at an outside hospital. The results showed the device contained ralstonia mannitolilytica. Infection prevention at prisma health was notified of the contamination and had the rest of the mch-1000s tested, all of which came back with a form of ralstonia and a "few other organisms."